Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had a history of ventricular tachycardia (vt). The patient was not feeling good and was experiencing palpitations when an inappropriate shock was delivered for slow vt under the rate cut off. Episode review noted there was forty five seconds prior to delivery of the shock. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Troubleshooting and programming options were communicated. The system was subsequently explanted and returned for testing. No additional adverse patient effects were reported.